Event description:
Resident used a merri walker to assist her in ambulating independently. On 1/19/98 at 8:45 pm resident was found on floor on her left side with lower part of body still in the walker. Floor surface is smooth (fall not related to uneven surface). It was evident resident had tipped the walker. Resident received facial fracture and left shoulder fracture on fall. Sent to ER. Family refused treatment at hosp, requested comfort only. Based on she's 85 and has had a good life-time to let go.